Event description:
Event description boston scientific received information that the patient implanted with this right ventricular (rv) and coronary sinus lead exhibited twiddlers syndrome, resulting in the leads becoming dislodged. There were no reported adverse patient effects.